Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction.

Event description:
The initial reporter states that the pump shut off without alarming. They stated that they were able to restart the infusion without changing the batteries. They stated that the patient experienced a 4.5 hour delay in therapy. Mmdg did follow up with the initial reporter who stated at that time that the patient did not have any issues related to the complaint or the reported delay. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. When the device was returned to mmdg for investigation the complaint could not be duplicated, but the pump history did confirm that the c-cell batteries that were being used during the infusion were draining faster than expected, causing the pump to shut down.

Event description:
The initial reporter states that the pump shut off without alarming. They stated that they were able to restart the infusion without changing the batteries. They stated that the patient experienced a 4.5 hour delay in therapy. Mmdg did follow up with the initial reporter who stated at that time that the patient did not have any issues related to the complaint or the reported delay. (B)(4).